Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. The patient had tried to send a manual transmission but the "only light that is lit is the power light." The remote monitor had sent previous successful transmissions. No indicator lights came on and it did not initiate any telemetry. The remote monitor was returned and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device failed the incoming visual/functional check. However, upon further analysis the failure disappeared, therefore a root cause could not be determined.